Event description:
We have had a small number of similar reports of leakage at the eld96p tubing to housing as well as cracking on the filter inlet port. We believe this may be related to the effects of taxol on the plastic of the filter housing.